Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a trained physician was performing an unspecified procedure, and the lesion was described as eccentric and mildly calcified. The physician deployed a non-abbott stent and a fox plus balloon was being used to perform post-dilatation; however, it ruptured at 10 atm at the first inflation. A second fox plus was used, but it also ruptured at 15 atm. A competitor's balloon was successfully used to complete the procedure. There were no patient effects and no additional information is available.